Event description:
Xience alpine 4.0mmx15mm was used attempted to position in proximal right coronary artery. Unable to move stent forward or pull back. Manipulated and attempted to reposition, stent would not reposition. Inserted a wire to help facilitate the stent system placement. Was unsuccessful therefore removed the stent system completely. The stent system was inspected and the stent was not on the system. Through fluro images the undeployed stent was visualized in the coronary artery. A new xience alpine 4.0mmx15mm stent system was inserted and deployed to secure the undeployed stent in place on the coronary wall.